Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 7(cat7). During the procedure, the physician advanced the cat7 over a bifurcation and found that the cat7 had become kinked. While removing the cat7, the physician met resistance and subsequently, fractured the cat7. The physician then removed the sheath and cat7 as a unit. The procedure was completed using a new cat7 and sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned cat7 confirmed a fracture on its mid-shaft. If the cat7 is over rotated against resistance, the device may become damaged and subsequently fracture. Further evaluation revealed that the device was kinked proximal to the fracture and the distal fractured segment was stuck inside the non-penumbra sheath and stretched. This damage was likely incidental to the reported complaint and likely occurred when retrieving the device from the patient. Evaluation of the non-penumbra sheath revealed kinks. The root cause of this damage could not be determined and likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 01/09/2023: section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 7(cat7), a non-penumbra sheath and a non-penumbra guidewire. During the procedure, the physician advanced the cat7 over a bifurcation and found that the cat7 kinked at the mid-shaft. A guidewire was used to maintain access while removing the cat7. The physician mentioned resistance and subsequently, fractured the cat7. The physician then removed the sheath and cat7 as a unit. The procedure was completed using a new cat7 and sheath. There was no report of an adverse effect to the patient.